Manufacturer narrative:
(B)(4). The analysis results confirmed that the lx107 device was returned non-functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a cardiac surgery coronary artery bypass grafting procedure, the device had its tip uneven and the staple was not closing correctly. The device had its tip damaged and the doctor had difficult with stapling. Unknown how case was completed. There were no adverse consequences for the patient.